Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, aortic stenosis. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was also requested, however, it was not provided. A device history record review is in process. Device not returned.

Event description:
The facility reported a pump with a malfunction of "alarm does not turn on". The reported condition was identified after patient therapy. There was no patient injury or medical intervention necessary. No additional information is available. The software version for this device is currently not known.